Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
Upon further review of the latest tvt registry data received, additional events were identified, so the following fields have been updated.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2021 data extract for aortic serious injuries for the sapien 3 valve. This report summarizes 12 cardiac perforation serious injury events for the sapien 3 transcatheter heart valve and commander delivery system. The age range for these events is 59-96 years. The breakdown for gender is as follows: 2 females and 10 males.

Manufacturer narrative:
This report 12 events of cardiac perforation for the sapien 3 / commander delivery system in the aortic position. The average 'time to event' (tte, in days) for this event was 0.25. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter heart valve (thv) procedures. There are several potential etiologies for cardiac perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.